Event description:
A malfunction alarm identified as malf 0 was reported, but there were no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump but to contact support again if the issue reappeared. The customer acknowledged the instructions.